Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/17/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned product revealed that one opened sample of product code 697 was received to ethicon inc for evaluation. In addition, an extra needle/suture combination of the same product code was observed. Two strands single armed in a winding former. The product code must contain a strand single armed. Based on the information currently available, the extra needle/suture was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Rbbesu. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What was the procedure date? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was to be used. During the procedure, it was found that there was a double-armed suture instead of a single-armed suture. No adverse patient consequences were reported. Additional information was requested.